Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer called in to report a keypad anomaly and a failed battery test alarm. The customer's blood glucose level was 250 mg/dl. The customer could not recall any significant events leading to the issue. The customer was advised to discontinue use of the device and revert to a back-up plan; however, the customer stated that they changed the battery and the product was functioning as designed. The customer declined a replacement device and to return the product for analysis.